Event description:
The subject device was used during a laparoscopic gastrectomy. The probe of the device broke and fell off inside the patient. The probe tip was retrieved from the patient body. There was no patient injury reported.

Manufacturer narrative:
The subject device except for distal tip of the probe was returned to olympus for evaluation. The evaluation confirmed that the probe broke down at 16 mm from the distal end. This device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by olympus. Considering the evaluation result of the subject device, olympus concluded that the reported event occurred since the probe received the high load.